Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 525 mg/dl. Reportedly, customer was using novolin r (u-500) insulin and reported that the insulin was "bad". Tandem technical support educated the customer on insulin labeling with tandem products. Customer acknowledged. Reportedly, customer completed a supply change using a new vial of insulin, administered a correction bolus via pump and manual injection to address bg.